Event description:
The sales representative reported on behalf of the customer that the 00507118100 19.5 x 86 x 1.27mm (.050 inch) oscillator blade, qty 5 was being used on unknown dates in 2022 and ¿during hip prothesys surgery, one tooth of the blade broke when cutting the bone. They are not sure if they have retrieved it in some past events which they had not notified to us.¿ there was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. No other information is known regarding these events. This report is being raised due to the reported injury of fragmentation, although it is not known if it was left in the patient, the location of the fragment is unknown.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Reported event of ¿one tooth of the blade broke when cutting the bone. They are not sure if they have retrieved it¿ is inconclusive. The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 11 reports, regarding 85 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: avoid contact of blades with cutting blocks, retractors or other instrumentation. Damage to blade or instrumentation may occur. Metal fragments may cause injury to patient or user. Do not use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the (B)(6) 19.5 x 86 x 1.27mm (.050 inch) oscillator blade, qty 5 was being used on unknown dates in 2022 and ¿during hip prothesys surgery, one tooth of the blade broke when cutting the bone. They are not sure if they have retrieved it in some past events which they had not notified to us.¿. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. No other information is known regarding these events. This report is being raised due to the reported injury of fragmentation, although it is not known if it was left in the patient, the location of the fragment is unknown.